Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. An attempted to replicate the user¿s complaint for missing high and low glucose alarms. Successfully received high/low glucose alarms notifications in the application (android 13; 2.8.4.9335, ios 15.6.1; 2.8.1.6120), . No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown ios/android operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer was treated with glucagon by spouse, and paramedics were called. The customer was provided additional treatment of intravenous glucose and "serum therapy" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using iphone or android phone, model no and PMA/510(k) # was provided for iphone. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown ios/android operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer was treated with glucagon by spouse, and paramedics were called. The customer was provided additional treatment of intravenous glucose and "serum therapy" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.